Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the main coil was seen to be kinked/bent and stretched, the coil delivery wire was seen to be kinked/bent, the coil delivery wire was seen to be broken/fractured. The introducer sheath was not returned. Functional test was unable to be performed due to damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that continuous flush set up and maintained throughout the procedure. No damage was noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu. During analysis, the main coil was seen to be kinked/bent/stretched, the coil delivery wire was seen to be kinked/bent and the coil delivery wire was seen to be broken/fractured. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to all as analyzed codes.

Event description:
The coil (subject device) was returned for analysis and it was discovered that the coil (subject device) delivery wire was broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.